Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correction the initial with information inadvertently left out. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did know when the foreign material adhered to the endoscope. The endoscope was not used for the next procedure with the foreign material attached to it. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign matter remaining in the forceps channel. The root cause of the failure could not be determined. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the instrument channel] 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Olympus will continue to monitor field performance for this device.

Event description:
According to the customer, the phenomenon occurred during cleaning and disinfection 2 days before the device arrived at olympus for inspection (estimating event date: dec 19, 2022). Pre-inspection was carried out and there were no problems identified. The procedure was completed successfully with no delays, and no scope replacement was need to complete the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that residual liquid or foreign material came out of the biopsy channel. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the adhesive of the bending section cover had a chip, a crack and had a white-clouded area due to chemical or physical stress. It was also observed that the paint of the suction cylinder was peeled due to handling. It was observed that the universal cord had a wrinkle. It was also observed that the adhesive around the objective lens had a white clouded area due to a handling issue. Lastly, scratches were observed on the following unit components due to handling: switch 1, image guide protector and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a clogged clip in the channel. There was no patient/user harm or injury reported due to the event.